Event description:
A female patient who underwent an unspecified Breast Augmentation with an unknown MENTOR Silicone Breast implant experienced bilateral symptomatic rupture, and bilateral capsular contractures grade III post operation. The MRI examination confirmed the issue. The patient was involved in Collison accident and is not sure if ruptures are related. As a result, the patient underwent bilateral replacements as follows: L) SMPX325 / (b)(6), R) SMPX325 / SN (b)(6) on (b)(6) 2026. This report relates to the right side.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (MRE) was conducted, and no anomalies were found related to this complaint. In addition, the MRE verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: Symptomatic rupture, and bilateral capsular contractures grade III. H6 Health Effect - Clinical Code E2402: Chest Injury. Mentor is submitting this report pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which Mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, Mentor, or its employees, that the report constitutes an admission that the device, Mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (b)(4).